Manufacturer narrative:
Product complaint (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device ph2337 and no non conformances/ manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm when did the issue (breakage suture) occurred? - intra-op could you please confirm how many devices present the issue (breakage suture)? 1ea. The following information was requested, but unavailable: what was the initial procedure? What is the event day and procedure date?

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. During surgery, the suture was easily broken. There were no patient consequences